Manufacturer narrative:
The insulin pump had operating currents within specification and passed all functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement. No excessive no delivery alarm was noted. No cosmetic damage was noted.

Event description:
The customer's husband reported via telephone call that the customer was hospitalized with a high blood glucose reading of 571 mg/dl. The customer experienced symptoms of abdominal pain, diabetic ketoacidosis, and had a heart attack. The customer was wearing the insulin pump at the time of the hospitalization. The customer was treated with manual injection. The drive support disk was recessed and normal. No leaks or air bubbles were observed in the reservoir and tubing and the insulin did exit with the manual prime. The time and date were correct and the basal rates and bolus wizard were programmed correctly. The customer was unable to perform the high pressure test. The insulin pump was removed at the hospital and when it was put back on, the customer had a blood glucose reading over 400 mg/dl again. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.